Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could be replicated as two batteries were found to have been discharged in a battery tray. The batteries were later replaced. The imaging system then passed the system checkout and was found to be fully functional. Concomitant medical products: other relevant device(s) are: product ID: b i71000163, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system goes down. The batteries shows critical state. The next step was for all the battery trays to be replaced. No patient was present at the time of the event. Additional information was received. It was reported that the issue was isolated to the image acquisition system (ias) and that the system shut down without prompt from the user.

Manufacturer narrative:
Concomitant product: product ID: bi71000175, lot #: c300721452 rev. 8. H2, h3, h6: the returned charger enclosure was analyzed. It passed visual inspection and was installed in a test system. The system did not initialize. Software version mismatch. Do not proceed firmware version incorrect caution. Ias firmware installer confirm older firmware version installed on charger cards 1,2,3,4,5,6,7,8,9,10,11,12,13,14, and 15. Codes b01, c10, and d02 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.